Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm, which was not reproduced due to a constant clean load point #2 alarm at power up. Downstream occlusion alarms were confirmed through a review of the event history log, but the log does not distinguish between true and false downstream occlusion alarms. During the evaluation, the downstream tubing guide was found out of specification (low), which can cause false downstream occlusion alarms. The downstream shim was reworked to address the reported condition.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.